Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reason for return which was that the electrocardiogram port did not work. Upon incoming inspection it was noted that the touch screen was defective and due to no replacement touch screens being available it was recommended that the device be scrapped. That is what was done. (B)(4).

Event description:
It was reported that the programmer's electrocardiogram (ECG) port did not work. It was noted that the ECG cable was changed out but that it still did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.